Manufacturer narrative:
The previously reported patient and product information was incorrect. . Corrected UDI number: (B)(4). Additional information was received. Vegetation was not confirmed as tte could not be performed. The source of the infection was not identified. One week after the admission, blood cultures were negative. The fever resolved and c-reactive protein (crp) was decreasing to 3.0 mg/l. The patient continued to be monitored with antibiotic therapy.

Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. The source of the infection could not be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), eighteen days post implant of a 26 mm sapien 3 valve in the aortic position, infective endocarditis was suspected. After balloon aortic valvuloplasty (bav) was performed with a 20 mm balloon, a 26 mm sapien 3 valve was deployed with 2 ml less than nominal volume and the valve landed in a 90:10 aortic/ventricular (a/v) position as intended. The patient was doing well after the tavr procedure and was discharged from the hospital on postoperative day (pod) 6. On pod 18, the patient complained of fever. Blood sampling test revealed increasing of inflammatory response, and streptococcus was detected in blood cultures. Infective endocarditis was suspected, and the patient was admitted to the hospital. Antibiotic therapy was performed, and the patient was monitored. Afterward, the inflammation was gradually becoming stable. Infective endocarditis was not determined since tee or CT could not be performed. There was no suspicion of urinary tract infection or other infection routes. The patient had dental treatment approximately 1 month before the tavr procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.